Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum outputs. It was determined the lead was dislodged and surgical intervention was performed. The lead was successfully explanted and a new lv lead was implanted. It was reported that this lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no irregularities at the electrode tip section of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.